Manufacturer narrative:
Summarized patient outcomes/complications of iliac branch devices in the repair of ruptured aorto-iliac aneurysms were reported in a research article in a subject population with multiple co-morbidities including smoking, hypertension, hyperlipidemia, coronary artery disease, congestive heart failure, chronic obstructive pulmonary disease, diabetes mellitus, stroke, transient ischemic attack, and chronic kidney disease. Some of the complications reported were obstruction, ischemia, renal failure, hemorrhage, surgical intervention; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. B3: date of event is estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: iliac branch devices in the repair of ruptured aorto-iliac aneurysms: a multicenter study.

Event description:
The article, "iliac branch devices in the repair of ruptured aorto-iliac aneurysms: a multicenter study", was reviewed. The article presented a retrospective, multicenter study to evaluate the outcomes of preserving the internal iliac artery (iia) with iliac branched devices (ibds) during acute endovascular repair of ruptured aortoiliac aneurysms. Devices included in the study were medtronic onyx liquid embolic agent, abbott amplatzer vascular plug, and unknown coils. The article concluded that ibd is a valid alternative for maintaining the pelvic circulation for endovascular aortic aneurysm repair of ruptured aortoiliac aneurysms. The technical success and midterm outcomes are very satisfactory but require patient selection particularly regarding hemodynamic stability. The reintervention rate is considerable, mandating continuous follow-up. [The primary and corresponding author was angelos karelis, vascular center, department of thoracic surgery and vascular diseases, skåne university hospital, ruth lundskogs gata 10/1, malmö, 214 28, sweden, with corresponding email: karelisangelos@gmail.com] the time frame of the study was from december 2012 to june 2020. A total of 48 patients were included in the study. 24 patients underwent ibd occlusion, of which 4 (16%) received an abbott device. In the iia group, the average age was 71 years and the majority gender was male. In the iia group, the average age was 76 years and the majority gender was male. Comorbidities included smoking, hypertension, hyperlipidemia, coronary artery disease, congestive heart failure, chronic obstructive pulmonary disease, diabetes mellitus, stroke, transient ischemic attack, and chronic kidney disease.